Event description:
I chose implants as option with plastic surgeon guarantee of safest product on the market. Within months, I suffered rash, gut, immune and endocrine issues for no obvious reason. After a rupture from car accident, my health declined rapidly with no clear diagnosis. Only as a "mystery pt" to 8 drs. Finally had a total capsulectomy in (B)(6) 2018. I'm now healthy and moving forward with implant awareness for younger woman. FDA does not have long term studies from mfrs and not a single plastic surgeon follows up with pts more than a few months. We have to advocate for ourselves. Toxic product placed in the human body for financial gain is similar to slow death, basically getting away with murder for so many who have committed suicide or died from 'other' known symptoms, like autoimmune deficiency, etc. Emergency dept treatment received. Document number: (B)(6). Report number: (B)(6). Retailer: dr (B)(6). Retailer state: (B)(6). The product was damaged before the incident: no; the product was modified before the incident: no.